Event description:
It was reported that the patient experienced a micro-perforation due to a suspected right ventricular (rv) lead micro-dislodgement. It was noted following the implant procedure, there was a high rv threshold and the patient experienced uncomfortable diaphragmatic stimulation, along with phrenic nerve stimulation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.